Manufacturer narrative:
Additional information: the lesion was pre-dilated. No damage was noted to the device packaging. No issues were noted when removing the device from the hoop. Another medtronic device of the same size was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a kink was visible along the distal shaft, 15cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 13th stent wraps, with strut raised. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion in the distal lad. The device was inspected with no issues. There were no abnormalities in relation to anatomy. It was reported that the stent deformed in vivo during positioning. No patient injury was reported.